Event description:
I received a transmitter failed or transmitter error message on my display device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). This is a downgrade for the submission of the previous record.